Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and tried checking the incoming power path and advised to check epo actuated or main breaker tripped. The rse was unable to resolve the issue remotely and requested onsite support. The philips field service engineer (fse) went onsite and checked the system and to resolve the issue, fse shut down system power to main cabinet breaker and recycled power again to test boot up sequence. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.